Event description:
During surgery for total colectomy, an amt electrosurgical cautery pencil was being used. When switching from a short electrode to a valleylab extended tip and activating the pencil a current exited from the area where the tip and the pencil join, and the patient's bowel was burned. Tip was exchanged for another but shorting out continued to happen.